Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the rear therapy electrodes. During a follow up, the patient reported that her doctor recommended the use of benadryl. The rash was improving.